Event description:
It was reported by the patient that his spectra malleable device will be removed due to urethral erosion, pain, bleeding, curvature of penis and "device didn't bend properly from the beginning". No further patient complications were reported in relation with this event.